Event description:
As reported by an edwards lifesciences affiliate in canada, it was a case of an implant of 26mm sapein 3 ultra resilia valve within a surgical edwards valve in aortic position by transfemoral approach. During the procedure, increased resistance was encountered when advancing the 26mm commander delivery system and 26mm sapien 3 ultra resilia valve through the 14 esheath plus tip, but the procedure continued as usual and the valve was successfully implanted. The delivery system was withdrawn without difficulty, but after removal it was noted that the distal tip of the esheath plus was torn. The patient did not suffer any injury and was noted as to be in stable condition.

Manufacturer narrative:
E1 phone number (B)(6) investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3 h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: esheath plus liner fully expanded. Distal tip opened, but torn. All score lines (axial, slant and radial) present at distal tip. Hdpe material stretching at score lines. The provided imagery was evaluated and revealed the esheath plus distal tip opened, but torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a pre-existing investigation and/or by other manufacturing related factors being investigated. Although it was reported mild calcification and tortuosity, and a minimum luminal diameter of 8mm, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.